Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, "the stapling device failed to fire completely and failed anastamosis. The approach work had all been textbook. The device had partly fired and cut through a lumen, but not completed the anastomosis. The anastomosis leaked and had to be oversewn. There were no adverse consequences for the patient reported.